Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin # (B)(4), upn# (B)(4), batch/lot # 1000091352, mfg date 04/26/2018, exp date 04/25/2020.

Event description:
It was reported that following the implant of an ams700 inflatable penile prosthesis, the patient is experienced auto inflation of the device and is still having trouble deflating the device. The device remains implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.